Manufacturer narrative:
Device 2 of 3: cev669b (lot: 110301) - manufacturing date: 03/2011. Device 3 of 3: cev6795b (lot: 120301) - manufacturing date: 03/2012. (B)(6). Cev633-1a was evaluated and the electrode was not functioning due to a short circuit. It was slightly bent and presented with signs of impact on the coating. The damage is most likely a result of use at the client's office. Cev669b was evaluated and found to function as designed. Cev6795b was also evaluated and found to function as designed. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference number: na. (B)(4).

Event description:
Three devices (cev633-1a, cev669b, and cev6795b) were returned for repair to mxi service and repair.